Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a therapeutic laparoscopic cholecystectomy procedure, a communication error (e226) appeared on the video telescope. The procedure was completed using a new camera. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube area (distal end) is damaged, and the video cable is broke. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to broken video cable the communication error (e226) occurred. Most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.